Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(6) affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 valve via cut-down, resistance was felt during insertion of the commander delivery system. Upon removal of the esheath after the valve deployment, intima was exposed from the access site. Images revealed a vessel dissection, and coarctation of plaque from the common iliac artery to the external iliac artery. The area was repaired with stents.

Manufacturer narrative:
Correction to h6 based on additional information received. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty to advancing through the esheath was unable to be confirmed. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. Furthermore, a technical summary written by edwards lifesciences has been documented for root cause analysis on esheath shaft resistance with delivery system complaints. A detailed root cause analysis for similar returned esheath shaft resistance with delivery system complaints has been conducted and summarized in a previous technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per the complaint description, moderate calcification was present in the patient's access vessel. Undersized vessel can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Per the complaint description, the minimum luminal diameter in this case was 3.1mm which is below the appropriate size for safe use of the 14f esheath (5.5mm). Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint.' As such, available information suggests that patient factors (calcification, undersized vessel) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.